Manufacturer narrative:
The e antigen was confirmed on capture-r ready ID, lot id106 and retention capture-r ready-sreen (3), lot r028.the customer's returned samples (same patient, 2 draw dates) were tested with retention capture-r ready-screen (3), lot r028 on an in-house echo. Both samples were interpreted as negative by the echo. The returned samples were tested by tube hemagglutination tests with retention panoscreen I, ii and iii, lot 35626, using immuadd as the potentiator. Very weak reactivity was observed with cell ii only at the indirect antiglobulin test.

Event description:
Customer reported unexpected negative reactions using capture-r ready screen 3 (crrs) and capture-r ready ID (crrid) on the echo. The patient had a known anti-e antibody.